Event description:
Argentina. Allegedly, a patient who underwent a breast augmentation surgery was diagnosed with a baker grade iii capsular contracture in her right breast.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.